Manufacturer narrative:
The pump has been received for evaluation, however, the evaluation has not yet begun. Once the evaluation is completed, a follow-up report will be filed.

Event description:
The facility's biomed reported pump 1 continued to flow even after the pump was turned off. Pump 1 was programmed to infuse dopamine at an unknown rate. The patient's heart rate began to rise so they turned the pump off to stop the dopamine from infusing but the medication continued to flow, so they removed the tubing from the pump altogether which then engaged the blue safety clamp to close off the tubing. According to the biomed, the pumps are configured to alarm when the safety slide clamp feature is not being used and warning labels ensure proper set loading are attached to all pumps. The biomed did not know if any medical interventions were needed but provided baxter with the risk manager contact information. The biomed did not know if channel 2 was in use or any other programming or set-up information. Writer has attempted to follow-up with the risk manager at the facility regarding this issue but no contact has been made with the risk manager to date.